Event description:
It was reported 8100 error 242.4030. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the reported device issue was associated with error code 242.4030, which was not identified during the customer call. The tech support recommended replacing the ail sensor and provided the corresponding part number for replacement. If the issue persists, the next recommended steps are to interchange the logic board for further isolation or proceed with replacing the bezel assembly. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.